Manufacturer narrative:
Correction: disregard supplemental#1 address correction. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was removed and replaced. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Cause of the event was not reported.